Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: attachment device ((B)(6) 2022). Reporter's phone number was not provided. The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device was generating heat was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the shaft of the device had scratches and the housing had discoloration, a cutter could not be inserted, the nose tube was loose, the set screw was loose, the cutting bar was stuck, the device was making an unexpected noise, and had vibration. It was further determined that the device failed pretest for visual assessment, nose tube assembly, thimble set screw, cutter insertion, and vibration. The assignable root cause of these conditions was determined to be traced to component failure due to wear. UDI ¿ (B)(4).

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that the attachment device and motor device were generating heat when used together. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : service evaluation: product: qd8 (8cm angle attachment) / (B)(6). Reported issue: generation of heat, vibration. A visual and functional assessment was performed on the device according to n01.19a rev p. The following steps failed : step 2: visual assessment. Step 4: nose tube assembly. Step 5: thimble set screw. Step 7: cutter insertion. Step 8: vibration. During service/repair the following was observed (technician note): shaft scratches, housing discoloration, nose tube loose, set screw loose, cutting bar stuck, noise, vibration. During the service evaluation the following failures were identified: visual : cosmetic damage; device interaction (2+ devices) : cannot insert cutter; functional : loose; functional : noise ¿ unexpected; functional : vibration; functional : jammed/seized; conclusion: failure reported is confirmed; root cause: faulty parts (3210); device history lot : null. Device history batch : null. Device history review : no manufacturing record evaluation required as no manufacturer or service related issue found.  This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: correction b5: it was reported in the initial medwatch report that the attachment device and motor device were generating heat when used together. Please note that the devices also had vibration when used together.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation update: the actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device had heat and vibration was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had cosmetic damage, the cutter device could not be inserted, and the nose tube and set screw were loose. The assignable root cause of these conditions was determined to be traced to component failure due to wear. Correction d9, h10: subsequent investigation was performed and the investigation has been updated. The date returned to manufacturer was documented as february 16, 2022 on the initial report. This date has been updated to february 10, 2022. It was inadvertently reported in the previous supplemental medwatch report that the device failed pretest for vibration and making an unexpected noise. The investigation has been updated as these failures were mistakenly specified in the pre-test.